Manufacturer narrative:
Further information was requested, but not yet available. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited an unspecified issue. The patient presented on (B)(6) 2019 and the lead was explanted and replaced.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received on 4/26/19 indicating that the right ventricular lead exhibited high impedance. The patient was stable throughout the procedure.

Manufacturer narrative:
A partial lead was returned for analysis in two pieces measuring 8.7cm from the connector pin and 49.4cm from the distal end. The damage found was sustained during procedure. The lead was otherwise normal.